Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2014, due to oversensing and continually mode switching while in sinus rhythm. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).